Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level. The customer's insulin was suspended due to the alarm, but after customer support instructed the user to clean the speaker holes and reconnect the cartridge, the insulin delivery resumed normally. The issue did not recur, and tips were provided to prevent future altitude alarms.